Manufacturer narrative:
A ge representative evaluated the system and reseated the camera connectors. The system operates as intended.

Event description:
It was reported that the system would not display a fluoroscopic image. There is no report of injury or death associated with the event described in this complaint.